Event description:
Information was received from a patient who was receiving morphine via an implantable pump for spinal pain. It was reported that the patient had a spinal fluid leak a week prior to last thursday and they went in and they did a blood patch and put fiber/glue on it. They had been feeling a really bad pressure in their bottom and a nerve going down their leg for the last few days and they couldn't tell if the pump was working at all and were unsure if the boluses were helping. They have an appointment tomorrow with the healthcare provider. They later called in stating they had the therapy adjusted and would monitor the issue and call back if needed.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Section d references the main component of the system. Other medical products in use during the event include: brand name ascenda; product ID 8780 (serial:(B)(6) ; product type: 0184-catheter; implant date (B)(6) 2025; explant date medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.